Manufacturer narrative:
A replacement power cord was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review is not possible; as no serial number has been provided. Parts only order.

Event description:
Per tm: wires are frayed on power cord.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged housing is confirmed. The probe entry cover is broken from the back enclosure and missing. The root cause of the reported failure was identified as use-related. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - wires are frayed on power cord.